Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The drain plug was replaced to resolve the issue. Block a: no report of patient involvement. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.